Event description:
During the procedure, air entered when blood was aspirated from the sideport after the introducer was inserted into the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One swartz braided introducer was returned to the manufacturer for analysis. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported leak could not reproduced. The instructions for use state, "do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis."